Manufacturer narrative:
The insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test. High sleep current isolated to pcba 2. The power management tool indicated no abnormal behavior as shown on the power management graph. Pump error 25 not confirmed. Charge or battery lasts less than expected confirmed.

Event description:
The customer reported via phone call that the insulin pump had low battery alerts. The customer's blood glucose levels were 115 mg/dl and 218 mg/dl. The customer reported that the insulin pump was not on suspend on low mode. The customer reported that they had not been calling back within one week after previously completing low battery troubleshooting. The insulin pump will be returned for analysis.